Event description:
It was reported that the surgeon folded a aq2010v three piece silicone lens with forceps and a crack was noted. Reporter said the surgeon inserts the lens with forceps and does not use the cartridge and injector. Reporter stated the lens was defective. There was no pt contact.

Manufacturer narrative:
H6: eval: results: visual inspection of the returned product showed that there was a tear across the optic and a clear surgical residue on the lens. A work order search was performed and there were no similar complaints found within the work order. Conclusions: based on the complaint history, work order search and eval of the returned product, a specific root cause of the event could not be determined.